Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the switch box had discoloration, the air/water and suction cylinder had no color, the switch flexible printed circuit unit cover, the electrical connector, the charged coupled device flexible printed circuit unit cover and the ee ID flexible printed circuit unit cover had corrosion due to water leakage, the endoscope connector was warm due to shortcut of charged coupled device cable, the suction connector was dirty due to water leakage, water tightness was lost due to damage on the channel tube, the forceps level did not move smoothly due to damage on the pipe protecting forceps elevator wire, the forceps did not raise up at all due to a cut on the forceps elevator wire, the connecting tube had buckling, the adhesive around the objective lens was worn, and the corrosion around the forceps elevator arm. It is most likely that the reported event was a result of insufficient cleaning and wear and tear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the duodenovideoscope, the bowden cable tore from the forceps elevator. There were no reports of patient harm or delay associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found the distal end had residual liquid, the light guide lens had a stain, and the forceps elevator had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Issue 1 and 3 (foreign material/residual liquid at distal end and at forceps elevator) ¿ based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage from the biopsy channel identified during evaluation, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. Issue 2 (foreign material/stain in light guide lens) ¿ based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Since the material did not adhere to the outer surface of the scope, the material may not have been removed by reprocessing. It is possible that humidity invaded the light guide lens leading to corrosion and physical stress to the distal end and/or the light guide lens glue peeled off by chemical stress. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Evis exera ii tjf type q180v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.